Event description:
It was reported that during testing of the device at the user facility, the device overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for further investigation, since the customer has lost the device. A follow-up report will be submitted if the alleged device is returned back for investigation.